Event description:
A letter received from a patient with her recent experienced with her device. She has issues with her pacemaker prior to replacement. One of the leads from dual lead was broken and also device was no running in battery saver mode. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).